Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display is foggy and was recently exposed to airport security. The customer's blood glucose reading was 117 mg/dl at the time of incident. No further details provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents within specification and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for twelve days and no foggy display or display anomalies were noted. The insulin pump was received with minor scratched display window and case. All label received in good condition; no worn or fading of pump labels noted.